Event description:
Boston scientific received info that the pt with this right ventricular lead was in a car accident in (B)(6) of 2011. Since that time, there has been a trending decrease in pacing impedance, a rise in thresholds and noise. The pt was not pacer dependent. Both the device and lead were replaced. It is unk if the lead will be returned for analysis. There were no adverse pt effects reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. The date of explant was not provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.